Manufacturer narrative:
D4 unique identifier (UDI) for pump: (B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder was microscopically inspected and leak testing. It was found a hole at corner of a fold and buckling folds in the proximal end of the cylinder. Additionally, it was observed to had wear at a fold in the proximal end, middle, and distal end of the cylinder. The cylinder did not pass the leakage testing due to the hole found at corner of a fold in the proximal end. The remaining cylinder was microscopically inspected and leak tested. A hole was found at the corner of a fold in the proximal end of the cylinder, and wear was observed at folds in the proximal, middle, and distal ends of the cylinder. This cylinder passed the leakage test. Momentary squeeze (ms) pump was microscopically inspected, and contamination (bodily fluid) was found within the ms pump. Ms pump passed the leakage test. Based on the information available and analysis results, the hole and leak identified in one of the cylinders could have caused or contributed to the reported clinical observation of mechanical problem.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the cylinder connecting tube was found. The pump and both cylinders were explanted and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the cylinder connecting tube was found. The pump and both cylinders were explanted and replaced. No patient complications were reported.

Manufacturer narrative:
D4 unique identifier (UDI) for pump: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.